Manufacturer narrative:
(B)(4). Eval: results: inspection of the returned product shows the pt access window left zipper slider body is open. The panel side foot has 10 inches of frayed material; panel side head has a one inch netting tear; panel side right has two inches of frayed material. The panel side left label is torn. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
Customer reported that there is a tear in the netting located at the foot end of the canopy and the tear measures 3 inches in length. There was no pt contact reported.